Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. After pre-dilation, a 2.50 x 24 synergy¿ drug-eluting stent was advanced, however severe resistance was encountered and the device was unable to cross the lesion. The device was pulled out and the stent struts were found to be lifted. The procedure was completed with a different size synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.